Manufacturer narrative:
Unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Pump passed the unexpected restart error test. No unexpected restart error alarm noted. Pump monitored in 50c oven for several days and error alarms noted. All buttons functioning properly. No damage in keypad assembly noted. Pump received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had multiple error alarms, such as unexpected restart alarm and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.